Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, UDI and/or 510(k) provided as this device is not released for distribution in the united states. On 25-oct-2017, the psu was returned for evaluation. The returned positioning sensor unit (psu) powered up without the amber fault light on but it then came on after a few minutes. A check of the event log revealed a long, intermittent history of illuminator current out of range. The psu also did not pass an aak test at 0.56 mm with a passing threshold of .35 mm. The psu was sent to out for further vendor analysis which confirmed the left illuminator malfunction and the unit was repaired. These findings caused the initial decision to be re-assessed. The initial decision was reversed and the complaint was re-classified as a reportable malfunction.

Event description:
A medtronic representative initially reported that "the led light on right side (of the psu when a person faced it) lighted orange color, the led on mid was out, the led on left side lighted green color. Although there was no issue with recognition, the psu is scheduled to be replaced with another. The procedure was completed with the navigation. No patient injury was reported. The rep was present during the case." Initial review of this event, found it to be a non-reportable event. On 25-oct-2017, the psu was returned for evaluation. The returned positioning sensor unit (psu) powered up without the amber fault light on but it then came on after a few minutes. A check of the event log revealed a long, intermittent history of illuminator current out of range. The psu also did not pass an accuracy test at 0.56 mm with a passing threshold of .35 mm. The psu was sent to out for further vendor analysis which confirmed the left illuminator malfunction and the unit was repaired. These findings caused the initial decision to be re-assessed. The initial decision was reversed and the complaint was re-classified as a reportable malfunction.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue.